Event description:
Event consists of a detachment of a guide wire tip and perforation of the sfa (superficial femoral artery) during a jetstream procedure. This event involved a male patient whose age and complete medical history was unknown. A jetstream procedure was performed on a patient that was scheduled for a femoral to femoral bypass, iliac stent placement following completed sfa intervention using a xc-2.4 catheter, the patient had a heavily calcified, diffusely diseased left sfa with chronic total occlusion (cto) in the distal sfa/popliteal artery. After several attempts to cross the cto, a miracle bros wire was able to cross the lesion with the distal portion of the guide wire. Two passes were made, both experienced resistance, the second pass with greater resistance than the first, however, the device was able to get through the occlusion and into the popliteal artery. The device was then retracted to the starting point. Rex mode was used to remove the device. Rex mode operated normally for 5-10 cm, and then the wire was observed to not feed into the device. The miracle bros guide wire and the jetstream device were removed from the body. An arteriogram of the vessel was done to assess the results of the procedure. It was observed that the miracle bros tip remained in the vessel, even though the wire had been removed. It is not known why the wire tip became disconnected. In addition, a large perforation with extravasation of contrast near the area where the sfa crosses the femur was also observed. Blood flow was still present into the popliteal artery. Stent placement was attempted and was unsuccessful. The physician elected to perform a femoropopliteal bypass. Following all surgical procedures which consisted of femoral-femoral bypass, bilateral common femoral endarterectomies, and left femoropopliteal bypass, the physician elected to cut down around the area of the perforation. The remnant of the miracle bros wire was located and removed from the patient. The physician who performed the procedure stated that he did not believe that the device was the cause of the complications or the need for further intervention. He stated all complications were attributable to the patient's severe and advanced disease.

Manufacturer narrative:
Product analysis received and examined the returned jetstream xc-2.4 catheter and observed that the miracle bros guide wire was stuck inside the catheter. The rest of the unit appeared to be in good condition with no other observable defects. Functional testing was performed and the device would not activate due to the guide wire being stuck inside the catheter. The flexible tip of the guide wire was observed to be detached from the miracle bros guide wire. The weld at the tip was investigated and the proximal cap was plugged with a combination of teflon and fibrin; the bushing was occluded with a teflon/fibrin mix.